Event description:
A report was received that the patient was having inadequate stimulation and was feeling stimulation in a non target area. It was also reported that the patient's ipg was non functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having inadequate stimulation and was feeling stimulation in a non target area. It was also reported that the patients ipg was non functional. The patient will undergo an explant procedure.